Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to the 17th november 2013. The device failed a self-test due to a low battery on the 24th november 2013. An increase in voltage suggests a further pad-pak was installed on the 3rd december 2013, the device then passed self-tests up to the 24th may 2015. The device recorded multiple manual power ups of ten minutes duration between the (B)(4) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The self-test fails may be due to the pad-pak being installed for 40 months and the fluctuation in ambient temperature. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.